Manufacturer narrative:
Additional information: d6a, h4, h6. The reported event could be confirmed based on the post op CT images provided. The patient received bilateral tmj implants and facial ID plates in (B)(6) 2025. Intraoperative fit issues with the right tmj mandibular component required bone adjustment and prolonged surgery, while no issues were reported with the facial ID plates. Post operative analysis showed discrepancies between planned and actual maxillary and mandibular positioning, likely due to intraoperative positioning rather than plate design or manufacturing. No design or manufacturing issues were identified, the surgeon was satisfied with the outcome, and the definitive root cause could not be determined. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that an adaptability issue was observed near the lowest point of the mandibular angle in both cases, resulting in implant rocking.